Event description:
The report indicated cardiopulmonary bypass was initiated. The unit was primed and fluid recirculated for 1 hr. 36 min. Approx 20 minutes into bypass, a red tinge was noted in the water return line. Perfusionist continued the case. The oxygenator was not changed out and there was no pt compromise.